Manufacturer narrative:
This malfunction was reported to fisher & paykel healthcare by a distributor in another counyry. The product is not sold in USA, but it is similar to a product which is sold in the USA. The returned device was visually inspected. Results: the heaterwire pins in the inspiratory tube of the breathing circuit were bent. A lot check revealed no other complaints of this nature for this lot number. Conclusions: improvements were made to the infant breathing circuit production line in 2007. This new procedure does not allow bent pins to pass the continuity test to be released to market. This suggests that the pin was bent post production during setup for use, when the adaptor inserts into the heaterwire pins. It is possible, for example, that the failure was caused during setup by insertion of the electrical adaptor while not properly aligned to the heater wire pins. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.002%.

Event description:
A hospital in another country, reported to our distributor that it was not possible to connect and electrical adaptor to the inspiratory tube of an rt127 infant breathing circuit because the pin for the heater wire was bent. The event occurred during set up when hosp staff connected the rt127 infant breathing circuit to a ventilator. No pt consequence was reported.